Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 17 years since the subject device was manufactured. Based on the results of the investigation, there was no deviation from IFU in reprocessing steps for the location with foreign material. Although we confirmed adherence of the material in air/water cylinder, air/water channel, and nozzle from the photos provided, we could not identify the foreign material. The root cause of the foreign matter remaining on the device could not be identified. Occurrence of the events can be detected/prevented by handling the device according to the following IFU. Detection methods are written in IFU: evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited white residue inside the air/ water channels and cylinder and foreign material was clogging the nozzle. There were no reports of patient involvement.